Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that right ventricular (rv) lead integrity alert occurred with t-wave oversensing noted. Diagnostic troubleshooting /evaluation was scheduled and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular (rv) oversensing. Analyst commented, high- rate non-sustained tachycardia (nst) events with evidence of t-wave oversensing.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated since implant the rv lead exhibited high impedance, and noise, then sensing polarity was switched to rv tip/ rv coil; after that, no further noise. Diagnostic testing/troubleshooting performed and revealed that the rv lead was fixed in header properly and deep enough inside screw block. The rv lead was capped/abandoned and remains in the patient. A new lead was implanted.

Event description:
Additional information received indicated since implant the rv lead exhibited high impedance, and noise, then sensing polarity was switched to rv tip/ rv coil; after that, no further noise. Diagnostic testing/troubleshooting performed and revealed that the rv lead was fixed in header properly and deep enough inside screw block. The rv lead was capped/abandoned and remains in the patient. A new lead was implanted.